Manufacturer narrative:
Concomitant medical producs: product ID 3093-28, lot# va0mp86, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had a car accident on (B)(6) 2016. She started to feel the vibration getting stronger on its own months after the car accident. The healthcare provider (hcp) found something wrong with the lead, so the lead was replaced on (B)(6) 2016. It was indicated that she was having the same problem with the vibration getting strong in the past 2 weeks. She did not sleep last night because of the discomfort and it was getting worse. She was not sure what the issue was with the lead. The stim was increasing on its own to an uncomfortable level. She adjusted stim down and the discomfort was relieved a little. It was noted that she had recovered completely. She had left a message for the hcp on the day of this call regarding her symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that a replacement of the ins and lead was done on (B)(6)2019. The leads had malfunctioned and broke a year after implant. Patient reported that a manufacturer representative (rep) had to turn a lead off and then two months later the ins was turned off in (B)(6)2017 because they had abnormal stim even after changing programs. Patient states they had to finally change out leads and ins because pocket was too deep and causing pain. No further complications were reported. [Please refer to pe 702954084 for event pertaining to abnormal stim; panic attack]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.